Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown. Align's clinical review of available records indicates that a comparison between the latest scan ((B)(6) 2023) and the initial scan ((B)(6) 2021) shows the absence of tooth ll6. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported tooth loss. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treated patient reported having a tooth extracted from the lower arch (unknown tooth), along with experiencing discomfort and cuts. When the clinic was contacted, the staff explained that this is an old case and that they typically do not recommend extractions. The extractions were performed by the patient's general dentist, and the clinic is unaware of the reason for these procedures. The clinic staff clarified that there were no notes indicating that the aligners caused harm to the patient. No additional information is available at this time.